Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021 for an abutment removal procedure. The implanted device remains this report is submitted on december 01. 2021.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on march 15, 2021.

Manufacturer narrative:
This report is submitted on february 18, 2021.

Event description:
Per the clinic, the patient developed a scalp infection and was treated with oral antibiotics (duration and specific date not reported).